Manufacturer narrative:
The referenced device was inspected by olympus and the customer¿s reported problem was confirmed. The ceramic insulation at the distal tip of the device was found damaged/parts broke off. Also, it was noted the sealing ring was damaged or missing (nonreportable). A review of the device history records was performed, and no nonconformities or deviations were observed regarding the described issues. The device has not been repaired in the last year. The root cause of the broken ceramic insulation at the distal tip of the sheath cannot conclusively be determined. However, based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable xray procedure or computed tomography. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor complaints for this device. In general, the enduser is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the ceramic insulation at the distal tip of the inner sheath was found broken. The customer reported problem was found at an unspecified event, however, it likely occurred after a procedure. It was reported the cystoscope procedure was finished with the same device without delay. No death or injury and no impact to patient or other was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional details of the event description and update to h6 conclusion. The field service engineer further reported that the damage to the insulation at the distal tip of the device was found in the equipment storage warehouse. The device has been repaired and returned to the customer.